Event description:
Consumer reported complaint the truedraw lancing device was not working as intended. Customer had also reported complaint for the true metrix meter and test strips - additional report reference number: (B)(4). Customer stated he believed that he is not getting enough blood, and that it is due to the lancing device; customer did not provide any additional details. The package had not been open or damaged when received by the customer. The customer is using compatible lancets. The customer feels well and did not report any symptoms. Customer stated that he had contacted his doctor due to the lancing device not working as intended; no further information was provided by the customer regarding doctor contact. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/18/2022 and test strips were opened five days prior to call.

Manufacturer narrative:
Internal report reference number:(B)(4). Additional report reference number: (B)(4): true metrix meter and test strips. Adverse event report is being submitted due to customer contacting doctor due to lancing device not working as intended. Lancing device was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-061: improper use/mishandle by end user. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.